Manufacturer narrative:
Maqeut cardiopulmonary gmbh did not request the product back for investigation. There is a similar complaint which was same malfunction reported from same lot# of suction valve. Similar product, showing a similar malfunction has been already investigated under complaint#: (B)(4): during visual inspection of the vacuum valve, blood was detected on the outlet side between the connector and the tube connection. The valve was tested with water at pressure approximately 70.0 mbar (52.5 mmhg). A leak was detected on the upper (umbrella) side of the valve. Based on this failure could be confirmed. The vacuum(suction) valve is a purchased part from a supplier. There is no any functional test during getinge cardiopulmonary antalya production. There is assembly controls in production. No similar non-conformity record was found for material 70102.5887 in last 24 months. No similar supplier complaint record was found for material 70102.5887 in last 24 months. Investigation report shows that the valve leaked at low pressure(70 mbar=1.015 psi). Regarding similar incidents it is known that the pressure relief band should relieve pressure at 30psi unless there is a back pressure build up somewhere in the line. For further evaluation, supplier complaint has been in initiated by getinge cardiopulmonary antalya. As the failure is already known to maquet cardiopulmonary, a CAPA process was initiated in order to determine the root cause and initiate further actions to determine corrective measures for the failure. All further actions in regard to the reported failure will be performed within CAPA. Device history record could not be reviewed as informed by sales responsible on 2019-09-03, customer didn't save the lot number. (B)(4). This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint#: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The perfusionist detected during bypass a leakage of the suction valve that is located in position 4 of the be-hqv 35402 set. The estimated blood loss on the ground was approximately 10cc. So the leakage occured during bypass with blood loss out of this suction valve towards the floor. The perfusionist did not change out the circuit so she used the same set for the complete case and tolerated this leakage. Complaint #(B)(4).